Event description:
It was reported that the user experienced episodes of low blood glucose that they believed were unrelated to the ilet pump and expressed that the system might not be a good fit, after which they were advised to consult their clinician regarding therapy adjustments or potential device return. Symptoms included asymptomatic hypoglycemia, with the lowest observed glucose of 77 mg/dl and no reported clinical manifestations. Outcomes included no clinical intervention, no hospitalization, and completion of troubleshooting and education. Investigation included review of device data and user reports. Investigation of this case revealed no device malfunction and no device component issue based on available data, with hypoglycemia cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined and not attributable to a device malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.